Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 315.8 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition with no signs of degradation or fracture. There was no light from the sma connector, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip is in good condition with no signs of degradation. Additionally, no light was observed from the sma connector, indicating the fiber was broken within the connector. It was likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector. Damage within the connector of the device can result in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the second of two flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on february 7, 2020 that two flexiva 200 laser fibers were used an flexible ureterolithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a dornier laser console with settings 8 joules and 800 hertz. According to the complainant, during the procedure, the laser fiber lost its effectiveness and stopped working after two minutes. A second of the same device was used and the same issue occurred. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.